Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation of the pulse generator, intermittent atrial sensing was observed. The patient was in a very small amplitude atrial fibrillation and the p-waves were less than the fixed atrial sensing. The device was reprogrammed. No patient symptoms were reported. No additional information was reported.